Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl nor did the cgm read "high". The customer resolved the issue by changing the cartridge and resuming insulin use. No additional assistance was deemed necessary, and the case was closed by technical support.